Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a sticky trigger, moving parts did not move smoothly-trigger, would not run due to electrical control unit damage and would not run due to motor damage. It was further determined that the device failed pretest for check for sticky triggers, check function of device and check power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI:(B)(4).